Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge change errors with multiple cartridges during the load process. The customer's blood glucose level was 345 mg/dl. Reportedly, the customer was ultimately able to load a new cartridge successfully. The customer would continue to use the pump for therapy but also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and different issues were identified.